Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) was analyzed, and the complaint could not be replicated nor confirmed. The instrument was tested on an in-house system showing 8 lives remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no physical damage. There was no problem detected. Instrument passed electrical continuity test. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had difficulty in controlling the 8 mm permanent cautery hook (pch) instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.